Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause of the damaged connector is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of the belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. The belt connector was damaged and unable to latch to the monitor.